Event description:
It was reported that 100 bd vacutainer® k3e 5.4mg plus blood collection tubes had insufficient vacuum and just collects blood half way. The following information was provided by the initial reporter: 367856 - insufficient vacuum vacutainer had insufficient vacuum. It just collect blood until half of tube volume.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples were evaluated by visual examination an additional ten (10) retention samples were subjected to functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 100 bd vacutainer® k3e 5.4mg plus blood collection tubes had insufficient vacuum and just collects blood half way. The following information was provided by the initial reporter: 367856 - insufficient vacuum. Vacutainer had insufficient vacuum. It just collect blood until half of tube volume.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.